Manufacturer narrative:
The t:slim x2 basal iq user guide states: make sure you are using your blood glucose meter following the manufacturer¿s instructions to get accurate blood glucose values for calibration. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (700-800 mg/dl) and diabetic ketoacidosis. Customer was treated with insulin drip and fluids. Customer was discharged (B)(6) 2019 with the issue resolved but kidney damage occurred. Reportedly, customer had not inserted a new sensor the day before the event and was not using the continuous glucose monitor to manage blood glucose. Additionally, customer's non-tandem blood glucose meter was not working properly prior to the event. Customer reported that new blood glucose meter would be obtained and reverted to insulin pens for insulin therapy.